Event description:
During a right knee arthroscopy with acl repair the end of a radius resector abrider started to disintegrate and shavings of metal fell into the open knee wound. All of these instruments were immediately taken out of service.